Manufacturer narrative:
A full review of the device history records for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. The physician has stated that there was difficulty in identifying the bifurcation of the internal iliac artery and external iliac artery. Before inserting the device, a sheath was advanced into the vessel. It was reported that the external form of the vessel was transformed and as a result, the device partially covered the external iliac artery.

Event description:
Event: external iliac occlusion requiring re-intervention. The physician performed the procedure in accordance to the IFU. While deploying a contralateral leg (hbl-73-18), the physician unintentionally covered part of the external iliac artery. A retrograde aortography was performed and this confirmed flow within the internal iliac artery. Because the angiography revealed sufficient peripheral blood flow, the physician made the decision to finish the procedure and no further issues were identified. A type IV endoleak was also confirmed. On (B)(6) 2015, due to ischemic symptoms in the left leg of the patient, a CT was performed which revealed that there was occlusion in the left limb. A re-intervention was performed on (B)(6) 2015. The physician attempted access the occluded portion with a catheter, however, a guide wire could not be advanced. The physician decided to perform a fem-fem bypass for the patient.